Event description:
Since getting breast implants, I have been diagnosed with 5 autoimmune disorders and have numerous symptoms that affect me daily (fatigued, loss of hair, aches, insomnia, etc). FDA safety report ID # (B)(4).